Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out-of-range (oor) pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. After the lss, noise and oversensing was observed. The patient's rv lead is a non-boston scientific product. This pacemaker remains in service. No adverse patient effects were reported.